Event description:
An optometrist reported a pt with superficial punctate keratitis (spk) and dryness in both eyes three months following lasik treatment. There is a little relief from artificial tears likely due to patients work environment. The pt reported her eyes are red at the end of the day. Add'l info was received from the center director, who indicated the pt has not been seen since the date of the event. The patient's next postop exam is scheduled for late (B)(6) 2014. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).